Manufacturer narrative:
(B)(4). The customer did not return the device to physio-control for evaluation. The battery was returned and evaluated in the failure analysis center. It was determined that battery cell number two (2) was depleted to 0.21 volts. The customer received a replacement battery.

Event description:
The customer initially reported that their battery was found to be in a very low state of charge. After an evaluation of the battery, it was determined that one of the cells had failed which could lead to an unexpected loss of power with their device. There was no report of any patient use associated with the reported issue.